Manufacturer narrative:
Unit serial number- (B)(6). Foot pedal serial number- (B)(6). Handpiece/sterimate lot number-current-(202303). Handpiece cable lot number-current- (09230). Repair tech: (B)(4). Qa: (B)(4). Root cause: w4e water sol, iso valve clogged. No water flow due to a clogged water solenoid. Low vibration due to malfunction with the main oscillator board. Screen was cracked on the lower bottom right corner . Handpiece cable harness that has a water supply line that links to the handpiece cable harness it is damaged. By deterioration of the water supply line and heavy debris build up causing poor water flow . Debris buildup in the water supply hose and leaking near the black sleeve tubes that keep the water supply hose together. Note: replaced damaged/worn components and recalibrated unit to factory specs.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310 they allege that the handpiece and the inserts are getting hot.no injury was reported from the alleged event.